Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump. There was no reported adverse effect to the customer's blood glucose level. The customer declined assistance from tandem customer technical support regarding the issue.